Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The connector was found faulty and causing noise to appear in the image. Additionally, the battery was expired. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for an electronic laparoscopic surgery, his olympus visera video system center was experiencing a connection failure. According to the initial reporter, the intended procedure was completed without any patient harm by using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the connector issue could not be determined. Olympus will continue to monitor field performance for this device.